Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from targeted location at 9/10 deployed. The valve was moved and implanted in the descending thoracic aorta due to worry that it would deploy in attempted removal through the sheath. A second valve was attempted to be implanted.

Manufacturer narrative:
Additional clarifying information was received that, per the physician, the patient¿s anatomy was the cause of the positioning difficulties. No further adverse patient effects were reported. The valve remains implanted. (B)(4).

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system (dcs). Per the physician, the patient¿s anatomy was the cause of the positioning difficulty.